Event description:
This lead was implanted on (B)(6) 2007 and still remains in service. A call to technical services was made on (B)(6) 2013 stating that this lead was experiencing impedance of 2500 both bipolar and unipolar. The representative was doing a routine follow-up and found out that there was a jump beginning (B)(6). Total knee replacement done late (B)(6) but not sure it was related. Patient reported no symptoms, no adverse affects. 0% rvp. The physician was dr. (B)(6) at (B)(6) clinic (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).